Manufacturer narrative:
Date of event was reported as (B)(6) 2015 (3-4 weeks prior to (B)(6) 2015). Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was unable to make a connection to her implantable neurostimulator (ins) using her implantable neurostimulator recharger (insr) and patient programmer (pp). The patient did not always charge it and she had to wear it for 4 hours to get a charge but no matter where she moved the antenna she was unable to make a connection. Last night she noticed her left foot was pretty swollen. The patient had the implantable neurostimulator (ins) for reflex sympathetic dystrophy syndrome (rsd) in her foot. The swelling started yesterday. An implantable neurostimulator (ins) overdischarge was suspected. The last time any stimulation was felt was 3 weeks ago. The last successful recharging session was 4 weeks ago. It was noted that the "programmer charger" had the "I" in the corner and was not reading the device or giving any error message. The battery was fully charged but it would not read the stimulation device. Additional information received on oct. 18, 2016 from the patient reported that their ins had died and was replaced in may or june 2016. The indication for use for the implanted device was noted as complex regional pain syndrome type I.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.